Event description:
The user facility reported that a pt underwent a diagnostic procedure where heparin and reopro were administered intravenously, pre and during the procedure. Following a preplacement angiogram, the physician attempted to deploy a 6f angio-seal device however, experienced difficulty gaining access. The angio-seal device pulled-out and manual compression was applied to achieve hemostasis. The pt's blood pressure dropped and fluids were infused rapidly. One (1) unit of packed cells were infused and a surgical consult obtained. The pt was admitted to or for surgical repair of the arteriotomy site and is reported to be recovering. The physician does not allege this incident was caused by the device.